Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip, reservoir tube cracked, missing end cap sticker. Numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 6.9 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.